Event description:
It was reported that the patient had a syncopal episode and it was noted that there were not any arrhythmias logged relating to the symptoms. The patient also became syncopal when trying to stand up. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.